Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of: degenerative disk disease and grade 1 spondylolisthesis at l3-4, l4-5; lumbar radiculopathy; axial low back pain. The patient underwent following procedures: right sided transpedicular approach for decompression of the right l4 nerve root; left sided foraminotomies and facetectomies at l3-4 and l4-5 with decompression of the left l3 and l4 nerve roots respectively; l3-4 and l4-5 transforaminal lumbar interbody fusion employing interbody spacers with bmp -2 and autograft local bone' posterolateral arthrodesis of the transverse processes and facets from l3 through l5 bilaterally; posterior segmental instrumentation l3 through l5. Per op-notes, ¿. A trial was inserted at l4-5. 10 x 20mm length spacer was selected for impaction into the interspace . The spacer was filled with a half of a bmp-2 sponge and autograft local bone and then impacted into the interspace after a full sponge and autograft local bone was placed anteriorly. Facetectomy and foraminotomy with decompression of the l3 and l4 nerve roots was performed in the identical manner. Again a spacer was placed . Once spacer was identified to be in adequate position within the interspace and lateral decortication had been performed from the l3 through l5 transverse processes along with autograft local bone and bmp-2 placement. ¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.